Event description:
It was reported that the right ventricular (rv) lead had a rise in impedance from approximately 450 ohms to 950 ohms. There was also a corresponding rise in threshold from 1.25 volts to 1.75 volts. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator, implanted: (B)(6) 2007; 5076 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).